Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported during the insertion of iliac bolts two polyaxial screwdrivers broke under pressure; the tips snapped off but no fragments were generated. The procedure was completed successfully with a fifteen (15) minute delay. This report is for a polyaxial screwdrivers. This is report 1 of 2 for (B)(4).